Event description:
It was reported that there was a loss of image.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: loss of image probable root cause: ¿ tx antenna/main board ¿ rx antenna/main board ¿ connectors ¿ tx/rx software ¿ wireless channel availability ¿ wireless interference with other systems in the room ¿ use error ¿ faulty hdmi cable ¿ faulty fan resulting in increased device temperature ¿ excessive channel restriction lot/serial number is unknown; therefore, manufacture date can not be confirmed. The reported failure mode will be monitored for future reoccurrence h3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of image.